Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by color change in fluid while draining and swelling in legs. The cause of the events were unknown. It was not reported if the patient was hospitalized; however, on an unspecified date, the patient was treated with meropenem injection (1gm, discontinued) for the events. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.